Event description:
Additional information was received on (B)(6) 2013 when it was reported that system diagnostics were performed that day which showed dcdc=6 and high impedance. A normal mode diagnostics test was performed at 1.25ma which showed dcdc=6 and lead impedance=ok. The patient could not feel stimulation and there was no voice change, which is usual for the patient. Normal mode diagnostics were then performed at 1.5ma and the patient was able to feel the stimulation and his voice changed. The normal mode diagnostics again reported "ok" lead impedance. On (B)(6) 2013 it was reported that diagnostics were performed again before the patient's device was turned off and high impedance was seen with a dcdc=7 for a normal mode diagnostics. System diagnostics were noted to be still dcdc=6 and lead impedance=high. The nurse stated that the device would be left disabled for a trial period, likely a few months as they are making medication changes, before surgery would occur. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the physician plans to do x-rays on the patient but did not want the manufacturer to review them. The nurse later reported that they were going to review the patient in three months but the patient's mother thinks that the vns is not going off at all now so they plan to see the patient sooner to check his device again. X-rays had not been taken yet.

Event description:
On (B)(6) 2012, a nurse reported that the vns patient has high impedance. System diagnostics showed lead impedance=high/dcdc=5 and normal mode diagnostics showed lead impedance=ok/dcdc=6; both showed neos=no. The patient's settings were noted to be output=1.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1.25ma/magnet on time=60sec/magnet pulse width=500usec. The patient has no concerns and the nurse is certain that the device is working properly and there has been no event preceding this high impedance that is believed to have caused it. It was suspected that the neos flag might be present shortly. The nurse does not want to turn the vns off as it is thought to be functioning properly and there is no clinical manifestation of the high impedance during system diagnostics. No trauma or manipulation is believed to have caused the high impedance. A battery life calculation was performed which showed 6.75years remaining until neos=yes. Attempts for further information have been unsuccessful to date.